Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse observed corrosion at the bottom of the flow cell and the mix bars were bent. The fse replaced the buffer valves, mixing bars, reagent syringe, sample syringe, sample probe and performed cleaning of the ise cell which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrolyte) patient results which includes na (sodium), k (potassium) and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were reported outside of the laboratory and were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.